Event description:
A malfunction was reported on the pump, indicated by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reappeared, which they acknowledged and understood.